Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying a ¿insert new test strip, problem with strip¿ message. This compliant was documented using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in mid november, unknown year. The patient did not report what medications he takes to manage his diabetes or if he made any changes to his usual diabetes management routine on the day of the alleged issue. The patient reported having symptoms of ¿fever, headache, and confusion¿ on an unknown date and time. The patient denied having any treatment in response to the alleged issue the alleged issue was unresolved with a walk through retest. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.